Event description:
A (B) (6) male patient contacted zoll lifecor customer support to report that the screen on his monitor is blue and it is emitting a loud, continuing piercing noise. The patient reports it happened again after power cycling the monitor. The patient's suspect monitor was replaced.

Manufacturer narrative:
The 2-d and 3-d x-ray examination. Device evaluation summary: device evaluation of monitor (B) (4) is underway. The reported problem was confirmed. The continuous piercing noise is a designed watchdog alarm to the patient of a processor communication failure. The cause of the communication failure has been isolated by an intermittent connection on the computer pca that resulted in flash memory access errors. The root cause of the intermittent connection is still under investigation. The computer pca has been subjected to visual inspection as well as 2-d and 3-d x-ray analysis. A supplemental report will be submitted when the root cause has been identified. This is an isolated event. No adverse event resulted from the faulty monitor. The patient was provided with a replacement monitor.